Manufacturer narrative:
Correction: section d6a should not have been previously provided as the mpu is not an implantable product. Manufacturer's investigation conclusion: the reported event of the heartmate mobile power unit (mpu) not functioning as intended was not confirmed. The submitted and downloaded log files did not capture the controller being connected to an mpu. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, additional details regarding reason for why the mpu was not functioning as intended, if the mpu will be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system. Section 8 of the IFU, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). Section f of the IFU, entitled ¿safety checklist¿, instructs the user to inspect the mpu and mpu patient cable for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4 - additional device information the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing power cable disconnect, no power connected, and low voltage alarms while on batteries. The home mobile power unit was not working per patient report. The event log file captured low voltage advisory and hazard events while using battery power. Some odd relative state of charge (rsoc) voltages were noted on the white power lead of the system controller leading to these alarms. Also, random "connect power" events were noted on the black power lead that were not associated with power source changes. The controller was exchanged.